Event description:
It was reported that the atrial lead had high impedance and no capture. Before the procedure, the right ventricular lead was also found to have high impedance and no capture; however, the lead tested 'normal' through the analyzer. A new atrial lead and a new device were implanted. The following day, the ventricular lead was noted to have high impedance. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: (B)(4) implantable pacing lead 2011 (B)(6); (B)(4) implantable pacing lead 2011 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. High lead impedance on both lead starting around (B)(6) 2012 for the atrial lead and (B)(6) 2013 for the ventricular lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.